Event description:
It was reported that during a da vinci-assisted hysterectomy - benign surgical procedure, there were repeated recoverable faults with error 23072 on arm 2. Prior to calling, the site recovered from the fault four times, but it returned after a few minutes. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and the error points to the z-axis. The tse guided the caller to undock arm 2 from the cannula, move the arm up and down, and dock again. The caller then recovered from the fault, and it did not return. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) has attempted to obtain additional information related to the returned product. However, no additional information was provided.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Based on field service evaluation, the fse replaced the string encoder on the universal surgical manipulator (usm) to resolve the reported issue. The system was tested and verified as ready for use. A return material authorization (RMA) has been issued and intuitive surgical, inc. (Isi) has requested to have the string encoder assembly on the universal surgical manipulator (usm) be returned for evaluation; however, the instrument has not yet been received as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. This complaint is considered a reportable event due to the following conclusion: a universal surgical manipulator (usm) was not working properly due to repeated errors after the start of the procedure. Also, complaint investigation confirmed that the field service engineer (fse) replaced the string encoder assembly on the usm to resolve the reported issue. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the quality director of the hospital site and obtained the following additional information: system functionality was checked upon powering on the system. The system initially powered on without errors. The procedure was completed robotically with all four arms and no harm to the patient.

Event description:
Refer to h10/h11 for follow-up information.